Event description:
It was reported that diagnostic hysteroscopy was attempted using the aveta coral disposable hysteroscope. During entry into the uterine cavity the physician identified a uterine perforation, likely inflicted when advancing the hysteroscope. The case was aborted once the physician confirmed the perforation. The hysteroscope was disposed at the end of the procedure.

Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on follow up, the user facility stated that the perforation likely occured while using the aveta coral hysteroscope. Patient status was not avaible despite multiple follow up attempts. Uterine perforation is a well-recognized potential adverse event associated with diagnostic hysteroscopy and is adequately described in the aveta system user manual that states: "uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter".